Manufacturer narrative:
H6: the previously reported evaluation codes no longer apply. Patient code c34661 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study on (B)(6) 2020. It was clarified that the headache was considered a positional headache.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# 0212537484, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information provided the catheter and pump model and sn/lot#.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-apr-27, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It reported the identified clinical diagnosis was updated from "possible liquor leakage" to "headache." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via product surveillance registry (psr) indicated the pump was used to deliver unknown baclofen (2000.0mcg/ml, 119.9mcg/day). No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-08, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) updated. Additional information reported the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath, product type catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient participating in a clinical study and receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication. On (B)(6) 2017, the patient reported a headache and a swollen place on their back where the catheter was placed. Examination was performed as diagnostics and results were stated as "swollen place, liquor leakage?". The identified clinical diagnosis was "possibly liquor leakage". No actions were taken. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The event was reported as ongoing. It was noted the event was possibly related to the device or therapy and possibly related to the implant procedure. It was also stated, "the old catheter is still in [the patient's] system, probably this is causing the problem".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-06, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported that there was no cerebrospinal fluid (csf) leakage confirmed. There was an observation of the patient and bedrest. Then the patient was feeling better. It was also noted the dose of the baclofen was decreased.